Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient was suspected to have experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. Patient outcome and action taken with dianeal therapy were not reported. No additional information is available at this time. This is report 3 of 3 involved in this event.